Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the device was connected to power, it did not work. The cable was switched out, but the unit still did not work. The procedure was completed using the original cable and opened a new kit and it worked fine. There were no pt effects. The lot number is unk, as the product was discarded.